Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; missing tip was noted on the tunneler with all three powerport kits. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that the tip of the tunneler was allegedly missing from a model 1709601 port & catheter. This information was received from a single source. There was no patient contact. The patient age, weight, and gender were not provided.

Manufacturer narrative:
For this event, the lot number was provided and a lot history review was performed. Of the 3 reported malfunctions, 3 devices were returned for evaluation. The investigation is confirmed for incorrect component . The root cause was determined to be manufacturing related. The device was labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that the tip of the tunneler was allegedly missing from a model 1709601 port & catheter. This information was received from a single source. There was no patient contact. The patient age, weight, and gender were not provided.